Manufacturer narrative:
The service engineer confirmed that the replacement front bezel with the navigation ring resolved the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Additional information was received that the event occurred during performance verification test (pvt)and preventive maintenance testing only. Therefore, this no longer meets the reportability criteria.

Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
The customer reported that nav ring is not working. The device was not in clinical use. No patient or user harm was reported. The service engineer (se) recommended replacement of front bezel with nav-ring. Other information is pending.